Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v375109, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v375109, implanted: (B)(6) 2009, product type: lead. Product ID: 3998, lot# v296379 serial# implanted: (B)(6) 2009, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was an error code of 008 or it possibly could have been a 006 displayed on the patient programmer (pp). It was noted that the patient did not continue to have the problem. When the manufacturer representative (rep) had met with the patient, the implantable neurostimulator (ins) clock was set to 2002. The patient had a previous CT scan on an unknown date. The rep did not recall seeing a power on reset (por) message during the 8840 interrogation and they reported that the patient did not have an overdischarge event. In addition, an out of regulation (oor) was reported. The patient was scheduled to meet with the rep but then cancelled and had decided to wait for two weeks because the unit still worked fine; they were just getting the oor message. If additional information is received, a follow-up report will be sent.